Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reports that their therapy is turning off by itself. The patient had high density (hd) programming when this occurred. The ins was 80% charged during one of the times the ins was off, and the patient had a return of pain. The patient observed the ins off twice in the past day. The rep wanted a troubleshooting discussion prior to meeting with the patient. Additional information was received from the rep on (B)(6) 2018. The rep states that the patient reports that their device randomly turns off by itself. Once they noticed their pain had come back so they checked it and it showed off. Another time they were getting ready to drive and went to turn it off, but it was already off. Adaptive stimulation (as) is not enabled. The patient is using hd settings. The diary shows a 93% usage. The diary confirms that the ins turned off on (B)(6) 2018. The rep states that the patient does occas ionally change groups. The rep asked if they should disable the device. Technical services reviewed that it is unknown if that would do anything, but they can try it. Technical services walked the rep through disabling andre-enabling the device. When they did that the battery was then showing low, so the rep started to recharger. The patient states that they charged to 100% last night and this morning before the appointment they were at 60-70%. Technical services reviewed that they had additional programming and disabling done today so that may have affected it. Technical services reviewed to charge up and check energy usage. Technical services walked the rep through obtaining the data file and said they should send it in later. Technical services reviewed to keep track of dates and time that the ins turns itself off. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-dec-05. The rep called back indicating that they ran an energy check for each group. Group a was 1.5 days, group b was 0.9 days, and group c was 0.3 days. The rep also asked about changing the recharger level or rate so technical services reviewed this information. Additional information was received from the rep on 2018-dec-07. The cause of the ins turning off by itself was not determined. The patient¿s weight at the time of the event was unknown. The rep reset the device and technical support sent them an email regarding sending a file to them to resolve the issue. This information was confirmed with the physician/account. No further complications were reported/are anticipated.